Event description:
Patient reported malfunctioning cadd legacy 6400 pump sn (B)(4) maintenance date (B)(6) 2016. Pump beeps, blinks and turns off despite changing batteries. This did not occur while in use, no adverse event occurred and pump replaced and return box sent for malfunctioning pump. Dose or amount: na. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: i27.0.